Event description:
Leakage of saline from the system required surgical intervention to correct.

Event description:
"Disconnection of the connector from the catheter because connector too loose in the tubing'. Leakage at or near the tubing connector.